Manufacturer narrative:
H11. Note that the h.6. Codes have been updated to reflect the new information. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) reporting that on 01/02/2024 was the last time they saw the patient and there were two failed appointments after that with the patient cancelling then no-showing. The hcp stated that was all the information that was known to them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal medication via an implantable pump for spinal pain indications. The hcp reported that the patient's pump was beeping 2 beeps every 30 minutes. The hcp stated that patient had not had his pump filled in a year and he was no longer using it. Additional information was received from the healthcare provider (hcp) reporting that the patient presented to the emergency room stating that his pump had been emitting a critical alarm since on (B)(6). Upon assessment, the pump was found to be empty. The patient expressed that he no longer wanted the pump in place, wishes to discontinue intrathecal therapy, and would like to have the pump removed. The hcp temporarily paused the pump for 48 hours but noted that the critical alarm resumed after the 48 hours. The hcp expressed hesitation to fully turn off the pump until the patient could be evaluated by his managing healthcare provider. The hcp also mentioned that the patient had been experiencing headache and neck pain and wanted to ensure there was no cerebrospinal fluid (csf) backflow. The patient previously had dilaudid in the pump for approximately two months but reported disliking both the medication and the implanting surgeon, and no longer wishes to follow up with either. Technical services educated the hcp on how to program the pump to minimum rate, update the reservoir volume to indicate full, and document these actions clearly in the notes so that the healthcare provider was aware of the temporary programming and patient's intent to discontinue therapy. No further issues reported at this time.